Event description:
Have received a number of pt complaints that the irrigating syringe, piston cath tip 60ml made by covidien is problematic because they leak and capture a lot of extra air resulting in creased flatulence and bloating. They are also "very difficult to use, requiring the use of both hands so that pt cannot administer his own tube feeding. Pt's find the bd syringes to be a better product. Reason for use: administering tube feeding.